Event description:
On (B)(6) 2016, a single pack of duraseal was delivered to the customer, located in (B)(6), via the usual delivery method. The duraseal is usually transported in a cooler bag with a cooling element to the customer premises, since the weather is very warm (30c plus). This has been the established practice and no irregular observations were made over the years. This time it was observed that water droplets had formed inside the packaging of the product. The staff in the operating theatre rejected the stock as "unsterile" (the nurse's concern that "wet" packaging equals "unsterile" since bacteria can travel through the wet area). A picture was provided of the incident / packaging. Since then the water droplets have disappeared and the package appears normal again. Additional information received on (B)(6) 2016 that the hospital had purchased the device for their stock and the product problem was discovered during delivery of the items; therefore, no patient impact.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2016. The investigation included: the reported condition was not confirmed. The product tested within normal parameters according to the testing standards. A review of the device history record (DHR) indicates this device lot number was released meeting all quality specifications. A review of complaint data reveals no trend for a device related failure for this condition. The root cause could not be reliably determined. A probable cause for the moisture inside the sealed blister package may be due to improper storage of the product.